Event description:
It was reported that the ventricular lead had dislodged. There was no sensing or capture at maximum output. The lead remains in use and will be repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).